Event description:
It was reported that the bed was not moving up or down. No injury reported.

Manufacturer narrative:
The cable was discarded by the user facility and not returned to the manufacturer for analysis. Replacement parts were sent to the customer to repair the bed.